Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies the reported events of no pacing and failure to sense were not confirmed.

Event description:
It was reported during initial implant that the right ventricular lead was not pacing nor sensing. Repositioning the lead was attempted with the same results of no pacing nor sensing. The physician opted to replace the lead. The patient was in stable condition.